Event description:
No new information.

Manufacturer narrative:
H6 coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that today they were trying to increase their intensity but kept getting settings not available cannot provide your desired intensity settings. Pt res t the controller but still getting the same error. Pt mentioned the implant was at 100% and controller was at 40% and they have groups a, b, and c; pt was using group c. Pt tried changing to a and b, turned off and on the therapy but still getting the same message when they increased. Pt confirmed they can feel that the therapy changed as they switched groups but they wanted to increase the intensity in group c. Pt also checked the program (1) in group c and showed at 7.0 they tried to decrease and they were able to decrease but not to increase; pt added they couldn't go back to 7.0. Pt was redirected to their managing healthcare provider (hcp) and rep. A manufacturing representative (rep) reported that the patient (pt) was unable to increase their stimulation beyond 7.0ma using controller for group c. Per caller, there are high impedances on all electrodes 0 thru 7. Electrodes 8 through 15 impedances are showing green (specifically caller mentioned values below 800 with electrodes 8, 9 and 10). Pt has been using group c with 3 programs. However, electrodes 3 and 4 are programmed in programs 2 and 3 for that group and technical services (tss) reviewed that this is reason for pt seeing "settings not available" on their controller. Specifically, impedances on #3 shows red x and all other pairs between 0 thru 7 are showing orange. When working with the controller, they turned off p2 and p3 for group c that had high impedance values, and the pt was able to turn stim up over 7ma. However, this doesn't cover all of pt's stim coverage needs so they will be considering a lead revision due these issues.